Manufacturer narrative:
Product analysis : the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during an implant procedure, the lead lumen had collapsed and experienced damage. The helix would not extend or retract. The lead was promptly removed and replaced. No patient complications have been reported as a result of this event.